Event description:
It was reported that the patient had pneumothorax due to punctuation of the vein at time of right ventricular (rv) lead implant. It was also reported that the rv lead exhibited oversensing of myo potentials and sensing had declined. Therefore, the rv lead was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).